Event description:
It was reported to gore, on (B)(6) 2024, a patient presented with a thoracoabdominal aneurysm underwent a thoracic endovascular aneurysm repair (tevar) procedure with a gore® tag® thoracic branch endoprosthesis (tbe, serial tac: (B)(6)) at (B)(6). This device (serial number unknown) was implanted in zone 2. A gore® tag® conformable thoracic stent graft with active control system (tgmr313120e, serial: (B)(6)) was implanted distally. During the procedure, a percutaneous access was not possible and a right femoral cutdown and surgical repair was required, the involved device was a non-gore device from abbott (perclose proglide¿). The patient required a two stage repair; tevar and in second stage an inner branch endovascular aortic repair (ibevar) with artrivion (non-gore) device, which was planned in 6-8 weeks¿ time. Post operation, the patient had chest infection treated with antibiotics and recovered well and was discharged. However, 4 weeks later, the patient presented with severe chest pain. Cta showed slight increase in the distal thoracic aneurysm with signs of symptomatic thoracic aneurysm. Blood results were normal. An ibevar was performed on (B)(6) 2024 as emergency. The brand of the implanted device was artrivion. Two days later, the patient developed mediastinitis treated with antibiotics but the infection continued progressing and was not responding with antibiotics. The surgeon stated that this mediastinitis is the cause of the graft infection. The cause of the mediastinitis is unknown. Due to this infection, an explant took place mid-end (B)(6) 2025 (exact date unknown) at (B)(6) hospital. During this procedure, the surgeon proceeded with a frozen elephant trunk graft. The patient unfortunately did not survive the explant and adjunctive procedure. The explant surgeon reported that the cause of death might be due to thrombotic shower. It was additionally reported, the patient had underlying condition(s) that may have triggered the infection at last procedure from 2nd stage, such history of periodic fever syndrome and emphysema.

Manufacturer narrative:
B3/d6b: the exact date of event is unknown. Also, the explant date is not known. H3: the explanted devices cannot be evaluated since not accessible to gore. B14: preliminary results are not yet available. B13: interviews with the implant facility were ongoing and the explant facility was contacted for the initial information for the infection reason and found the cause of this infection. Explant surgeon is known and further questions are pending. D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® tag® thoracic branch endoprosthesis (aortic component). Not filled in section c: therefore, this is cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore, on (B)(6) 2024, a patient presented with a thoracoabdominal aneurysm underwent a thoracic endovascular aneurysm repair (tevar) procedure with a gore® tag® thoracic branch endoprosthesis (tbe, serial tac: (B)(6)) at (B)(6) hospital in (B)(6) and was implanted in zone 2. A gore® tag® conformable thoracic stent graft with active control system (tgmr313120e, serial: (B)(6)) was implanted distally. During the procedure, a percutaneous access was not possible and a right femoral cutdown and surgical repair was required, the involved device was a non-gore device from abbott (perclose proglide¿). The patient required a two stage repair; tevar and in second stage an inner branch endovascular aortic repair (ibevar) with artrivion (non-gore) device, which was planned in 6-8 weeks¿ time. Post operation, the patient had chest infection treated with antibiotics and recovered well and was discharged. However, 4 weeks later, the patient presented with severe chest pain. Cta showed slight increase in the distal thoracic aneurysm with signs of symptomatic thoracic aneurysm. Blood results were normal. An ibevar was performed on (B)(6) 2024 as emergency. The brand of the implanted device was artrivion. Two days later, the patient developed mediastinitis treated with antibiotics but the infection continued progressing and was not responding with antibiotics. The surgeon stated that this mediastinitis is the cause of the graft infection. The cause of the mediastinitis is unknown. Due to this infection, an explant took place (B)(6) 2025 (exact date unknown) at (B)(6) hospital. During this procedure, the surgeon proceeded with a frozen elephant trunk (fet) graft. The patient unfortunately did not survive the explant and adjunctive procedure. The explant surgeon reported that the cause of death might be due to thrombotic shower. It was additionally reported, the patient had underlying condition(s) that may have triggered the infection at last procedure from 2nd stage, such history of periodic fever syndrome and emphysema.

Manufacturer narrative:
Updated g3. B5: more information is described and event description updated. B7: updated patient medical history for periodic fever synd. B3: the event date remains unknown with the infection onset date. No concrete event date is given; thus, we selected the date when gore first time became aware. Later, we could determine more information to the infection so that the exact onset date for the graft was earlier. However, it was kept the (B)(6) 2025 as no exact date of incident. There are possible earlier events that have been occurred and possibly prior the ibevar implant date (based on the patient history). Thus, it cannot be determined when a first infection was observed, then when mediastinitis has been diagnosed and then started the reintervention by physician. B2: date of patient death, it remains unknown to gore when the patient died. The cause of death was only reported and the date of death seemed to be in (B)(6) 2025. H6, - medical device problem, code a1801 added. A24 no longer applicable. - investigation findings, code c19 added. C21 no longer applicable. - investigation conclusions: code d12 added. D16 no longer applicable. - heath effect-clinical code: code e233001 and e2326 added. - health effect-impact code: code f02 and f2301 added. - type of investigation: code b11 added. The investigation was completed with that result: a review of the manufacturing & sterilization records indicated the lots met all pre-release specifications. Neither images enabling direct assessment of product performance nor the product itself were returned for evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per the gore® tag® conformable thoracic stent graft instructions for use (IFU), possible adverse events and complications that may occur with the use of gore® tag® conformable thoracic stent graft include, but are not limited to: death, stent graft infection.

Manufacturer narrative:
Updated g3. H6, updated in investigation conclusions code d15. Investigation findings: code c19, no device problem found: a review of the manufacturing & sterilization records indicated the lots met all pre-release specifications.